Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Case #: (B)(4) case subject: npi 8100 error check IV set account name: (B)(6) medical center account #: (B)(4) asset name: 8100 lvp dom v8.5.29 r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer stated that he was having problems with his 8100 it keep saying to check IV set. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I had the customer to do the selected tasks so we're able to determine whats the issue is. I had the customer to run the door ajar/flow -stop test, and the patient side occlusion test and the fluid side test. Once the customer stated that the 8100 was able to run the test without erroring out, the customer said that if he gets another check IV set error he would call back. The customer said thanks and ended the call.